Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the power supply was out of specification.

Event description:
It was reported the programmer would not turn on. A different power cord and outlet were attempted, with no success. No patient complications were reported as a result of this event.